Event description:
A 72-year-old male underwent right hepatic lobe radioembolization for hepatocellular carcinoma. Lung shunt fraction was 2%. Approximately 45 minutes after completion of the procedure, the patient developed sudden, severe shaking chills without fever, followed by acute respiratory distress, marked hypertension (increase from ~100/60 to 200/100 mmhg), tachycardia (60 ? >100 bpm), and peripheral vasoconstriction with blanching, cold, and numb digits bilaterally. Oxygen saturation was 92% on 50% venturi mask. Arterial blood gas on 50% fio? Showed pao?67 mmhg, paco? 47 mmhg, ph 7.30. Lactate was 3.7 mmol/l. Chest imaging demonstrated low-grade interstitial edema. The patient was treated with supplemental oxygen, bronchodilators, systemic corticosteroids, and IV diuretics, with gradual resolution over ~3 hours. He was observed overnight in (B)(6) and discharged the next day at baseline.